Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight is unknown. (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision of a trochanteric fixation nail (tfn) the surgeon placed the extraction screw in the nail, attached the hammer guide to the extraction screw, and while attempting to remove the nail, the tip of the extraction screw became stuck in the hammer guide. The surgeon threaded the extraction screw into the head of nail, threaded the hammer guide into the extraction screw, and while removing the nail from the patient after ten to twelve (10-12) hits, the hammer guide came loose as the inner threads of the extraction screw came out of the extraction screw. The threads of the extraction screw are cross threaded into the hammer guide shaft. The surgeon was able to remove the tip. There was a one to two (1-2) minute delay due to the device malfunction. Condition of patient postoperatively is unknown; she was reported as stable in the operating room. Concomitant devices reported: hammer guide (part 357.22, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).